Event description:
On (B)(6) 2006, I was injected with a filler called sculptra by a certified local plastic surgeon. This filler is supposed to be absorbed through the body within 12 to 18 months, therefore gone from the area injected. I started to have problems in the latter part of 2007 and it progressively got worse. Hard rock like lumps started forming on my face and moving to all areas and some gathered together creating larger lumps. I had no clue that it could possibly be sculptra, as it was supposed to be gone by this time. I waited longer to see if they would go down or disappear, but they did not; instead they grew bigger. I came to the conclusion that I needed to find out what was going on with these lumps. My fear was it was cyst, tumors, or calcium deposits, or worse cancer. On (B)(6) 2009, I went to a well known local dermatologist (dr. (B)(6)) and he could not tell me what it was. He immediately, within the hour sent me to another dermatologist surgeon to perform a biopsy (dr. (B)(6)). The results came back as a contaminated foreign matter. ((B)(6) weeks later). At that time I thought it can't be possible sculptra is still in my face causing all these problems. I went on the internet and found others had the same problems and it was sculptra that caused it. I found in europe, saline solution was injected into the lumps to dissolve them. I made an appointment with (dr. (B)(6)) the certified plastic surgeon that injected me with the sculptra and he was immediately defensive and said it couldn't be sculptra. It is supposed to be gone and he had never had a pt with this problem and has never heard of it before now. I advised him what I found on the internet about injecting the lumps with saline. He said "oh hell, I can do that" and he did and had me come back several times to inject them, as they did reduce in size and some disappeared, but some did not. The dr. (B)(6) told me never to go back to the dermatologist; if this kind of thing ever happens again to come to him. The scar on my chin could have been neater if he did the surgery to remove some nodules. I still have 2 nodules by my eye and cheek and the scar on my chin. The only way to get rid of it is to have them surgically removed and it's so close to my eye. I don't want more scars on my face.